Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the helix was allegedly broken apart from the catheter. There was no reported patient injury.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in right common femoral artery, the helix was allegedly broken from the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter and rotorex were returned for evaluation and were physically investigated. During physical investigation it was found that the helix was found to be broken at 20 cm from the tip of the catheter. Therefore, the investigation is determined to be confirmed for the reported break as the helix was found to be broken in the returned device. A definitive root cause could not be established based on the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required h10: b5, g3. H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd